Event description:
In 2009, the patient reported experiencing elevated blood glucose as high as 400 mg/dl since early 2009. She was not able to recall specific dates of the incidents. She stated that she would bolus in an attempt to lower her blood glucose and at times her blood glucose would remain elevated. She would then inject insulin via syringe to lower her blood glucose. She stated that she is a brittle diabetic and her blood glucose ranges form 100 mg/dl to 400 mg/dl. She stated that if she eats too much her blood glucose elevates to 400 mg/dl very quickly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.